Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no error codes were noted. It was also noted that the device sensed in the atrial chamber at the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this implantable pacemaker longevity dropped from 5 years to 4 years in a span of 3 months. Boston scientific technical services (ts) discussed it was due to rounding and battery estimate rounded up at last check and down this check along with some high-rate atrial sensing. Data analysis showed that device is not depleting prematurely and change in longevity is due to high-rate atrial sensing. Also mentioned to possible considering right atrial (ra) sensing adjustments. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker longevity dropped from 5 years to 4 years in a span of 3 months. Boston scientific technical services (ts) discussed it was due to rounding and battery estimate rounded up at last check and down this check along with some high-rate atrial sensing. Data analysis showed that device is not depleting prematurely and change in longevity is due to high-rate atrial sensing. Also mentioned to possible considering right atrial (ra) sensing adjustments. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.